Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not measuring the amount of helium. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The service notes indicate that the customer contacted the getinge field service rep to confirm that the site no longer wants to repair the balloon pump. The so was closed reiterating that there were no repairs conducted on this instrument. Getinge does not recommend use until the necessary parts are replaced and the instrument passes all functional checks.

Event description:
N/a.